Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual evaluation, excessive epoxy is observed, therefore the incident is confirmed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team¿s investigation, the root cause of the incident can be traced to adjustment and segregation process, in conjunction with resin quantity measurement failures in the vision system, which is adjusted as material comes on line. The vision systems are frequently reviewed during preventive maintenance that occurs every four months. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd precisionglide¿ needles epoxy was found on the needle. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I always use bd products, this is the second time this has happened to me, so I decided to send the email. At first needle I ended up discarding.

Event description:
It was reported while using bd precisionglide¿ needles epoxy was found on the needle. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I always use bd products, this is the second time this has happened to me, so I decided to send the email. At first needle I ended up discarding.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.